Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product : 4968-25 lead implanted: (B)(6) 2014.

Event description:
It was reported that the device had a potential performance issue and the right atrial lead was non-functional. Follow-up with the physician's office was attempted however no clarifying information could be obtained. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.